Event description:
It was reported that the patient¿s wound had not been closing since implant. The pocket was cultured and did not show an infection. It was indicated that the patient did not have any symptoms related to the event. On the date of this report, a pump pocket revision was done and a drug change to morphine and bupivacaine was planned. It was noted that there were no plans to aspirate the catheter or disconnect the pump and catheter during the revision. The cause of the event was unknown. The pump and catheter were not the cause at all. The pump was in the pocket ¿nicely¿ and there were no issues. As of (B)(6) 2014, the patient was stable and without injury. The device system was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).